Manufacturer narrative:
One device was returned for investigation. A review of the device history record has been performed and no failure that may relate to the reported conditions have been noted. Especially, the records related to the mechanical testing of the textile were found within qa specifications. The visual examination of the provided picture shows that the picture was taken during surgery, the mesh was placed in the patient and was still folded grips outside. The mesh is not completely folded. A hole of around 13 stitches is visible. The hole seems to be placed between the flap and the mesh but due to the quality of the picture we cannot confirm its positioning. The reported condition was confirmed. It should be noted that the mesh was placed with robotic assistance and used a trocar of 8 mm. The size of the defect has not been mentioned. Moreover, complementary information regarding the hydration and mesh manipulation were requested and received that the mesh was hydrated in its tray and wasn¿t cut prior use. It was confirmed that the seam, in the middle. The surgeon sutured the hole inside the patient. The product instructions for use (IFU) which accompanies each device states in chapter - operating steps- that ¿ ¿4. Grasp the mesh at either end and insert it through the trocar. It is recommended to use a trocar of at least 10mm internal diameter to introduce a mesh of size up to 15x10 cm and a trocar of at least 12mm internal diameter to introduce a mesh of size 16x12 cm or above¿. Based on the available information, our investigation and a complaint history review, the manufacture of the device is not suspected. There is no indication that there is a defective lot or that this event represents an emerging adverse quality trend. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic robotic inguinal hernia repair procedure, the surgeon noticed that the mesh was torn as he was placing and spreading it across the hernia defect, after insertion into the patient. The surgeon just sutured close the torn mesh to complete the case. There was no patient injury.